Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that there was an insulation defected noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event, and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: d9, h3, h6 as received, only the connector portion of the lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation at the proximal region of the partial lead which is consistent with friction to lead-to-can. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed.